Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported via phone call critical pump error on the insulin pump. Customer's blood glucose level was 330 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed open book and the pump history download confirmed the pump error. The problem was isolated to the force sensor. Unable to perform the functional test due to a critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads, as well as minor scratches on the lcd window and case.